Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was hooked up properly, but would only work some of the time. The cord was changed and it stilled worked intermittently and then the power supply was switched and the vasoview hemopro 2 worked. The hospital did not report any patient effects. Testing information sent via email. The sales representative reported that the power supply was tested with a demo hp2 and cord and the device functioned properly.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).